Event description:
During a laparoscopic cholecystectomy procedure, the trocar allegedly failed to retract. The device history record review indicated no lot specific problem. Qa could not duplicate failure. Returned unit functioned according to all specs.